Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.

Event description:
It was reported that a power injectable microbore catheter extension set had no flow during an infusion. The computed tomography (CT) contrast was being infused at a rate of 4-5 cc/sec. It is unknown if there was patient involvement; however, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available. The lot number was not provided. Therefore, a batch review could not be conducted. The device was not received for evaluation; therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional relevant information become available, a follow-up report will be submitted.